Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There was no visual indication of particulates within the cassette area. A post-accelerated stress test (ast) simulated treatment was performed on the cycler and passed. The cycler was powered off and back on during the treatment, and a power fail recovery alarm occurred when the cycler was powered back on. The treatment was subsequently resumed and completed without failures. The cycler underwent and passed a mushroom head check, and a patient sensor calibration check. An internal visual inspection identified evidence of dried fluid on the bottom of the top cover, beneath the mushroom heads of pump a and b, and within the recess of the bottom cover adjacent to the pump. Fluid was found in the pneumatic lines during the inspection. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their pd treatment. The patient stated there was an ¿m31 air detected in cassette¿ alarm that occurred during drain 1 of their treatment, prior to discovery of the fluid leak. During follow up, the patient reported that the m31 alarm occurred in drain 2. After failing to clear the alarm, the patient rebooted the cycler and got a power failure recovery failed message. When the patient opened the cycler door to remove the cassette, fluid reportedly leaked out. During follow up, the patient reported that the leak originated from the back of the cassette. The patient stated there were ¿many, very small holes¿ in the film on the backside of the cassette. The patient contacted ts the following morning to report the event. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient completed their treatment by performing a manual exchange. The patient did not experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient stated they did not inform their pd nurse of the fluid leak and subsequent cycler replacement. The patient verified they had not developed any signs or symptoms of peritonitis and their pd effluent fluid had remained clear. Still, the patient stated they were going to contact their pd nurse to let them know about the event. The patient had received their replacement cycler and was continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was not available for evaluation as it was reportedly discarded.